Event description:
An optometrist reported a patient who had a second prk (photo refractive keratectomy) enhancement in the right eye. The patient reported blurred vision at far and distance. Per the optometrist, the patient is healing slowly in comparison to when he had the first prk enhancement. The steroid drops were increased. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made. No new information has been received. (B)(4).